Event description:
During a laparoscopic cholecystectomy procedure, the device leaked. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.